Event description:
Caller reported that a malfunction occurred on the pump, which may have been affected by heat when the caller had it in their pocket. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred, prompting the replacement of the pump under warranty. The customer was instructed to return the faulty pump to tandem using a provided return box and pre-paid label and to program their pump settings into the replacement. The customer understood all instructions, including using mdi as a backup therapy and returning the pump within ten days to avoid charges.